Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 2.5x12mm, 99% stenotic lesion was located in the mildly tortuous and heavily calcified distal left anterior descending artery. Access was obtained through the left femoral artery. The physician abladed the lesion and then advanced the 2.5x12mm maverick2 balloon to the lesion without any resistance. On the second inflation, the physician inflated the balloon to 9 or 10 atms and the balloon ruptured. The device was removed intact. The physician then advanced a 2.5x12 non-bsc balloon to the lesion and inflated it (atms unknown) and it ruptured. There were no patient complications. The procedure was successfully completed with the deployment of four non-bsc stents. Patient status is reported as "fine".

Manufacturer narrative:
The device evaluation has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.